Event description:
A medtronic representative reported that, during a spinal fusion procedure, the navigation system became unresponsive. The site performed two spins with the imaging system and auto transferred to the navigation system. While in the spine software the site went to click on the second of the two exams and the software exited back to the launch screen. This reportedly happened a couple of times. Eventually when the site selected the second exam and the software exited, the system became unresponsive. The site performed a soft reboot to get back to the software launch screen. The site then launched spine and manually pushed the second exam from the imaging system to the navigation system. The exam successfully transferred and the site was able to select it. After a delay of 15 minutes, the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not available from the site. A medtronic representative, following up with the site, reported the issue was able to be duplicated. Hitting ctrl, alt and backspace keys on keyboard allowed application to close and system performed as expected after re-loading application.